Event description:
It was reported that during a hemorrhoid procedure that the device stapled but would not cut. A scalpel was used to cut the tissue and remove the device. The procedure was finished manually. Slight bleeding occurred which was stopped with manual sutures. There was no adverse pt consequence.